Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using the equistream hemodialysis catheter. During the procedure, it was noted that the red lumen of the catheter was unable to draw back blood, and it was further reported that the catheter was damaged at the front end. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the sample was not returned for evaluation, one photo was provided for review. The photo shows physician holding the dialysis catheter in which partial break was noted at the tip. Therefore, investigation is confirmed for the reported suction and material integrity as more specified fracture was identified at the tip. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using the equistream hemodialysis catheter. During the procedure, it was noted that the red lumen of the catheter was unable to draw back blood, and it was further reported that the catheter was damaged at the distal end. The procedure was completed using another device. There was no reported patient injury.